Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased in power consumption which affected this device's longevity. As of this time, this device remains in service. No adverse patient effects were reported.